Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the site is unable to clarify if the separated segment remains in the patient anatomy or was removed during coronary artery bypass graft; therefore, it is conservatively assumed that the separated segment remains in the patient anatomy. No additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure in the mildly calcified right coronary artery (rca). There was a stent proximal to the target lesion that had been implanted during a prior procedure. Pre-dilatation was performed using an unspecified dilatation catheter. The balloon was inflated; however, deflation of the balloon was slow. The dilatation catheter was removed from the patient anatomy and a 3.5 x 38 mm xience prime stent delivery system was then advanced to the target lesion, through the previously deployed stent. The balloon was inflated and the stent was deployed. The balloon of the stent delivery system was slow to deflate. The patient experienced ischemia and the physician pulled hard on the delivery system to quickly remove it from the patient anatomy. The balloon of the delivery system separated, with a segment remaining in the patient anatomy. Post dilatation was then performed in order to fully expand the stent and in an attempt to remove the separated segment of the delivery catheter balloon using a 3.75 x 12 mm non-abbott nc dilatation catheter. The balloon was slow to deflate and the dilatation catheter was pulled hard to remove from the patient anatomy. The dilatation catheter also separated in the patient anatomy. The patient was then taken to surgery and a coronary artery bypass graft procedure was performed. The patient remained hospitalized in stable condition and has been discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: if during withdrawal of the stent delivery catheter resistance is encountered, re-inflate the balloon up to nominal pressure, deflate the balloon by pulling negative on the inflation device (up to 30 seconds), confirm balloon deflation under fluoroscopy and wait 10-15 seconds longer, stabilize guiding catheter position, and gently remove the stent delivery system with slow and steady pressure. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Incorrect removal. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.